Event description:
It was reported that an unspecified bd device experienced air in the line during use. The following was reported by the initial reporter: "we have received multiple inquiries from infusion nursing across lci with regards to air in line alarms on the pumps happening with the medication fosaprepitant. For this particular medication, pharmacy admixes it in a 250 ml bag, sends to infusion, nursing primes the line and after starting the infusion there are small little bubbles that are forming causing air in line alerts on the pump."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there are small bubbles in the tubing that alerts "air in line" in the pump. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd device experienced air in the line during use. The following was reported by the initial reporter: "we have received multiple inquiries from infusion nursing across lci with regards to air in line alarms on the pumps happening with the medication fosaprepitant. For this particular medication, pharmacy admixes it in a 250 ml bag, sends to infusion, nursing primes the line and after starting the infusion there are small little bubbles that are forming causing air in line alerts on the pump."